Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The provided data showed that the qc recovery was initially within the ranges on the day of the event, but then fluctuated inside and outside the ranges. The provided spin time was shorter than recommended, and the spin speed was faster than recommended. The alarm trace showed cal.e alarms and abnormal probe sucking and sample short alarms, which are indicators of possible poor sample quality. The field service engineer (fse) found that the cause was a worn ise sipper nozzle (a hardware issue). He replaced the sipper nozzle. The fse performed ion-selective electrodes (ise) checks, calibration, qc, and precision studies, and they were within specifications. The customer repeated the patient sample with expected results. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 6000 c 501 (ul) v module. Initial result: 132 mmol/l. The physician questioned the initial result, and the sample was then repeated on a different analyzer. Repeat result: 143 mmol/l. The repeat result was deemed to be correct.